Event description:
It was reported, the patient had an infection that resulted in partial system replacement in 2010. The patient got an infection in "(B)(6) 2010." The infection was reported to have been behind her ear, and it had "gotten in the wiring" but it had not gotten into the patient's brain. The "internal stuff" (leads implanted in the brain) did not have to be removed. The patient received a new device in 2010.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 7482a51 lot# serial# (B)(4), implanted: 2009 (B)(6), product type extension; product ID, 7482a51 lot# serial# (B)(4), implanted: 2009 (B)(6), product type extension; product ID, 3387s-40 lot# v108521, implanted: 2008 (B)(6), product type lead; product ID, 3387s-40 lot# v084511, implanted: 2008 (B)(6), product type lead. (B)(4).